Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. The cotton tip was detached from device with no evidence of adhesive. A review of the device history record indicates that, although, the product was released meeting all quality release specifications at the time of manufacture, a field action and a corrective and preventative action have been initiated for this product which includes this particular lot. An assembly error was identified during product analysis. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic tap procedure, the swab dissolved in the preparation from the stalk. The swab from the device fell into the patient cavity but was retrieved through the trocar.. X-ray was not performed to locate the component. Current patient status is alive with no injury. There was no patient adverse events reported.